Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between the(B)(6) 2014. An increase in voltage on the (B)(6) 2014 suggests a further pad-pak was installed with the device passing a self-test. The device recorded manual power ups of less than one minute duration on the (B)(6) 2016. The pad-pak was then removed. Investigation was unable to replicate or find any conclusive evidence of the reported fault. Multiple manual power ups of less than one minute duration may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening to switch the device off. Therefore there were no 10 minute time outs recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.